Event description:
It was reported that during an arthroscopy procedure, it was reported that when the surgeon used the first device, he had difficulty reaching and deploying. He then used a second device and seemed to have the same problem. However, the second device would not deploy t2. There was reported fragmentation during the procedure. The surgeon removed the material that was deployed. The scrub technician put the two devices together but could not identify the two lot numbers. The procedure was completed with a 4 minute delay in the procedure.

Manufacturer narrative:
The date of the event is unknown. Concomitant device: catalog number:72202468 fast-fix 360 curved ndl delivery sys lot number: 50456592. Two devices returned for evaluation. No ts or suture were returned. Issue of non-deployment cannot be confirmed. Actuator on each device is in the t2 post-deployment position. The devices were functionally tested for proper actuator advancement and cycling and were found to function as intended. A review of the device history records and quality records associated with this manufactured lot confirmed that no additional complaints have been filed and that no abnormalities were reported with this product lot during manufacture. Due to these observations, no root cause related to the manufacturing process can be established. No further investigation is warranted at this time. (B)(4).